Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery with 6f non-boston scientific (bsc) sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. After a non-bsc guidewire and microcatheter was crossed the lesion, a 1.2mm x 15mm x 141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. Per physician, the calcification was severe, and it was quite difficult to pass the balloon through the lesion. Therefore, a 1.2 mm coyote otw balloon catheter that was prepared separately was opened, and it was used to cross the lesion and it was inflated at 10 atm. Subsequently, the size was increased using 2mm x 15cm non-bsc balloon catheter, and dilation was performed. The procedure was completed because good dilation was obtained. There were no patient complications reported. The patient condition was good.

Manufacturer narrative:
(B)(6).